Event description:
Attorney reported: (B)(6) 2009 - pt underwent left spigelian hernia repair. Pt's hernia was repaired with a medium oval kugel patch. In or around (B)(6) of 2009, pt presented with severe persistent abdominal pain, which was accompanied by abdominal distention, and abdominal tenderness. On (B)(6) 2009 - the kugel patch was removed from pt. Physicians discovered that the previously placed kugel patch had balled up requiring removal of the mesh. This contributed to pt's above-described pain. Pt has suffered and will continue to suffer physical pain and mental anguish. The dates reported are as reported by the attorney.

Manufacturer narrative:
We have contacted the initial reporter to request additional info and to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.